Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial #: unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the system was removed because the battery was nearing end of life and one of the leads got broken. It was not verified which lead got broken. No further complications were reported or anticipated.